Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. An evaluation of the returned stent delivery system revealed a breakage of the cassette post within the handle, which is consistent with the presence of high friction forces during stent release. The x-rays provided have been evaluated and the elongation of the placed stent as a result of the reported deployment issues is confirmed. Potential factors that could have led or contributed to the event reported have been considered. Based on the information provided, the reported tortuous tracking path may have contributed to the event. Furthermore the lesion was not pre dilated; however, a definitive root cause could not be determined. The instructions for use (IFU) states, ¿if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system if possible, and replace with a new unit.¿ furthermore the IFU states: "predilation of the lesion should be performed using standard techniques."

Event description:
It was reported that during the deployment of a vascular stent in the sfa, the vascular stent was deployed approximately 2/3 of its length, until the delivery system became unresponsive. The physician reported that he could not complete the deployment of the stent. Therefore, it was decided to retract the delivery system and the partially deployed stent. During the retrieval of the deployment system including the partially deployed stent, it was reported that the stent elongated. There is no report of an additional stent deployed. There is no reported patient injury.